Event description:
Related manufacturer reference number: 2017865-2023-00725. It was reported the patient presented for an implant procedure. During implant, after initial fixation, the delivery catheter was going into tether mode when the docking hub appeared to lurch forward causing an abnormal angle to the leadless ventricular pacemaker's fixation. The leadless device was redocked, and a new location was mapped. Once fixated, the capture threshold was higher than acceptable. Upon attempt to re-dock again, the device spontaneously released from the catheter, but was fixated to the tissue. The delivery catheter was removed, and it was observed one tether had broken off. A retrieval catheter successfully retrieved the fixated device. A new delivery catheter and leadless device were implanted without further issue. The patient was stable.

Manufacturer narrative:
The catheter was returned with the device unattached. The reported events of spontaneous release and broken tether were confirmed. Visual and x-ray examination found the tether was broken. The stationary bullet and a small length of tether adjacent to the bullet were not returned. Imaging showed signs of fatigue and tensile fracture consistent with procedural damage.